Event description:
Customer reported that the drive support cap was falling out of the insulin pump along with the medtronic sticker. Customer's blood glucose reading at the time of the call was 94 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and a missing drive support disk sticker was noted. No damage to the end cap sticker was noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.